Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. An examination of the device found that the distal extrusion was kinked at the port site. No damage was observed with the tip or balloon. However, when an attempt was made to pass a 0.015 inch size mandrel through the tip and wire lumen, it was notice that the mandrel passed through a puncture site that existed in the inner. As a result the balloon material was removed, using a blade, and an examination of the inner wire lumen found a puncture hole site at 2mm distal to the distal edge of the proximal markerband. A build-up of material consistent with solidified contrast media was present at the puncture site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that balloon had advancing difficulties. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vein. A 4mmx1.5cmx1400cm small peripheral cutting balloon¿ was selected for use. During the procedure, when device was used together with a non-bsc guidewire, it was noted that balloon was not able to advance through the guidewire. The device was simple pulled out and the procedure was completed with a different device. No patient complications reported. However, device analysis revealed a puncture hole site at 2mm distal to the distal edge of the proximal markerband.